Event description:
Boston scientific received information that this implantable cardioverter defibrillator was explanted with allegation that it had reached the elective replacement indicator (eri) prematurely due to long charge times. No adverse patient effects were reported. This device is included in the shortened replacement window (4/05/2007) advisory.

Event description:
--

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
A request was made for product return. Should additional information become available this event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.